Event description:
Info received from s&n spain stated that the screw was broken during insertion. Problem resulted in a surgical delay. However, no pt injury occurred and the case was completed successfully. It was reported that not all of the fragments could be retrieved at the time of the event.